Event description:
This rv lead was implanted on (B)(6), 2007 and still remains implanted at this time. From egm's appearance of inhibition on the v channel due to oversensing of noise. The physician was dr. (B)(6) at (B)(6) hospital in united kingdom. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).